Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well. This is the final report.

Event description:
The recipient reportedly ingested a powercel 170 battery. On (B)(6) 2019, the battery was successfully removed endoscopically.